Event description:
The 840 ventilator stopped cycling while on a pt. The hosp further reported that there was no pt harm or injury. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error codes in memory. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extened self testing.